Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the batteries show fully charged but do not last and the patient is getting stranded.